Event description:
Medtronic received information that 5 years and 6 months post implant of this 36mm mitral annuloplasty ring, it was reported that a transesophageal echocardiogram (tee) discovered severe mitral regurgitation. No intervention is scheduled. No additional adverse pa tient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently, 7 months later, an intervention was performed to implant two chordae tendineae and reconstruct the p3 leaflet. An echocardiogram after the procedure confirmed the mitral regurgitation has improved to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.3: date of event: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.